Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the black box indicated data started on 04/07/2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The meter remote was returned with the pump; no defects were found with the meter during investigation. (B)(4).

Event description:
On (B)(6) 2013, the patient contacted animas alleging that for the past three to four days she has experienced random low blood glucose (bg) from 40mg/dl to 60mg/dl with some light headedness. The patient stated that she self-treats with food consumption. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct. The patient noted that on the day the low bgs started, her spouse went into the hospital but stated that normally with stress her bg elevates. Troubleshooting indicated no pump malfunction. The patient was advised to follow up with her healthcare provider for clinical recommendations on handling the low bgs. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.